Manufacturer narrative:
Follow-up #1 date of submission 06/25/2015-product analysis:the device was returned and evaluated by product analysis on 06/09/2015 with the following findings:the complaint was unable to be duplicated or confirmed with investigation. The display screen was undamaged and functioned per specification. Unrelated to the complaint, a battery compartment crack was observed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged-cracked) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.